Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to emergency room hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose was 591 mg/dl. The customer was treated with insulin fluid. Customer was alleging insulin pump for under delivering because customer had high blood glucose level from 2 days. Customer stated that the drive support cap was normal. Customer declined to check air bubbles and leak. The insulin pump will not be returned for analysis.